Event description:
It was reported that the patient died due to hypertensive and atherosclerotic cardiovascular disease. It was unknown if the patient's implanted system contributed to their death. The patient's pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were all successfully explanted.

Manufacturer narrative:
The reported event was that the lead was returned due to patient death. As received, a partial lead was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion consistent with friction to device can.